Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the therapy knob fell off. It is unknown if there was patient involvement.